Event description:
During the extraction of a malfunctioning four-year-old lead of another MFR, a vessel tear at the junction of the left subclavian and cephalic veins occurred. A surgeon was called and repaired the damaged vessel. The pt was reported to be doing well.